Event description:
The customer tested her blood glucose using her contour meter and received readings of 249 and 227 mg/dl. She retested using another meter and received 2 readings of 78 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.